Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided; no additional patient information was available.

Event description:
An abbott technical support specialist (tss) was splashed in the right eye with diluted autoclean solution from the alinity hq processing module. The tss was performing a cleaning procedure on the instrument and there was a leak between the tubing and fitting. He rinsed his eye for 10 minutes and was seen by an ophthalmologist who determined there was no injury. 1 drop of carboxymethylcellulose sodium 0.5% was prescribed to be administered every three hours for the first day and every 4 hours starting the second day until the bottle is empty. The tss indicated he hasn't felt any irritation after the second day. No additional impact to the user was reported.